Event description:
"Just after connection to extra-corporal circuit the nurse realized that there was air in the arterial line. The treatment was immediately stopped and a rupture was detected in the junction between both catheter branches. The pt was sent to hospital to remove catheter."

Manufacturer narrative:
An investigation has been initiated. When the investigation is complete, a supplemental report will be submitted.